Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02002. It was reported a cerebrospinal fluid (csf) leak occurred during a scs trial procedure on (B)(6) 2020. Physician continued to place the 2 leads, a blood patch was performed, reportedly, all issues have resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.